Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her healthcare provider was making her take a teaching on removal of the device. The patient stated her implant was causing her a lot of pain and she was having it removed. The patient noted she could see the device when she lifts her shirt. If she sat in the car it was painful as it pressed against her back bone and if she laid on her side it pressed against her rib cage. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient stated that they didn't get relief from the ins like they once did and that it was uncomfortable to sit in their recliner due to the ins pushing into their side. The patient said that the skin around the ins was thin and caused it to hurt at times. The hcp reported that the ins was removed on (B)(6) 2018 and the patient had discharged themselves from the clinic. No further complications were reported/anticipated.